Event description:
A customer observed a negative ahbc result for a pt sample tested on the vitros eci analyzer. This result did not agree with the chronic hepatitis b diagnosis of the pt. The result also did not agree with alternate method testing. False negative results may lead to inappropriate physician action. The lab did not report the vitros results and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the initially negative sample yielded a positive result. The customer indicated that acceptable qc results were obtained on the day of the testing. The root cause of the event is unk interferent in the pt sample.